Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 51.0cm to 54.5cm from the connector pin.

Event description:
It was reported that the asymptomatic patient presented in clinic for right ventricular lead revision. The lead exhibited low impedance and noise which was reproducible with isometric testing. The lead was explanted and replaced successfully.